Manufacturer narrative:
The sales representative called olympus technical assistance center (tac) to troubleshoot the issue. Tac reported this is an internal error and the device will need to be returned to olympus for repair. The sales representative was going to call back to arrange the return and repair of the subject device. The device has not yet been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The olympus sales representative reported on behalf of the customer the visera 4k uhd camera control unit displayed an e224 camera head communication error code. There was no report of patient or user injury or harm associated with this event.

Event description:
Additional information from sales rep (B)(6) states the event was found at preparation for use, there was no patient involvement, he is the initial reporter since occurred while onsite at customer's facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be identified. The following could result error code e224. Failure on the electrical contacts of video connector socket due to foreign objects, e.g. Chemical residues, trace of water, sebum, dust, or lint. Faulty cpu. Defects of the camera head, e.g. Malfunction of the device or foreign objects on the electrical contacts. This issue is addressed in the instructions for use (IFU): "otv-s400 instruction manual: 9.2 troubleshooting guide: error message:camera head communication error. Possible cause:camera head communication is failed. Solution:immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while. If the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus." Olympus will continue to monitor the field performance of this device.